Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 1409 mg/dl with high ketone levels of 126-127 mg/dl resulting in diabetic ketoacidosis. Healthcare provider identified the ketone level as dangerous. Reportedly, customer was in a coma. The customer was admitted into the intensive care unit (ICU) and was subsequently hospitalized. Customer was treated intravenously with insulin, bicarbonate, fluids, and mechanical ventilation. The customer was not released from the hospital at the time of report. Customer did not sustain any permanent damage.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue could not be verified; however, different issues were identified. H6: removed 213.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue could not be verified; however, different issues were identified.